Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed total delamination of the valve (adhesive failure). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.